Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Report source: non-event - spontaneous. A reporter contacted via e-mail on (B)(6) 2018 regarding his/her male partner of unspecified age who was using an oral-b power oral care refills precision clean this past weekend. The reporter described that one of the pins securing the brush head on the vertical holder became detached during brushing. The reporter explained that his/her partner felt this and was able to spit out the pin before he could have swallowed it. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. On (B)(6) 2018 received follow-up e-mail: the reporter stated that he/she still had the brush from which the pin became detached. No further information was provided.

Event description:
Report source: non-event - spontaneous. A reporter contacted via e-mail on 10-apr-2018 regarding his/her male partner of unspecified age who was using an oral-b power oral care refills precision clean this past weekend. The reporter described that one of the pins securing the brush head on the vertical holder became detached during brushing. The reporter explained that his/her partner felt this and was able to spit out the pin before he could have swallowed it. No symptoms developed. Relevant history: none reported. Concomitant product(s): oral-b rechargeable toothbrush, version unknown. No further information was provided. 11-apr-2018 received follow-up e-mail: the reporter stated that he/she still had the brush from which the pin became detached. No further information was provided.

Manufacturer narrative:
16-may-2018 product investigation results: reporter returned an unspecified number of toothbrush heads on 16-may-2018. Toothbrush heads confirmed to be counterfeit.